Event description:
Piggyback hung at 7pm without problems. At 10pm pt's wife called nurse stating IV was leaking. Primary IV tubing cracked at junction with IV piggyback tubing. No adverse pt outcome reported.